Manufacturer narrative:
Corrected information was provided in section d.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information was provided in section h.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that before cataract surgery, an ophthalmic system displayed error code and footswitch loss wireless connection. The surgery was completed. Patient impact have not been provided.

Manufacturer narrative:
The company representative was present at the site. They were able confirmed and replicated the issue with the ¿wireless footswitch connection.¿ investigation of the ¿loss of wireless connection¿ found that the channel the user selected, (had wireless noise). This affected the wireless connectivity of the footswitch. This resulted in the need to cable for functionality. It was reported that once a different channel was selected, there were no more wireless connection issues seen with the footswitch. The root cause of the reported ¿loss of wireless connectivity¿ is attributed to the wireless channel selected. An internal investigation was opened to address this issue. Additionally, there was an investigation completed for the reported ¿inconsistent cradle recognition.¿ it was found that the infrared (ir) window on the cradle was not properly ultrasonically welded. This issue affected recognition of the footswitch on the charger. The root cause of the reported ¿inconsistent cradle recognition¿ is attributed to the ir window not properly ultrasonically welded. The root cause of the reported ¿loss of wireless connectivity¿ is attributed to the wireless channel selected. The root cause of the reported ¿inconsistent cradle recognition¿ is attributed to the ir window not properly ultrasonically welded. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).